Event description:
The patient has two leads (from the same lot). It was reported the patient is no longer receiving adequate coverage. It was also reported the patient experiences pain near the lead site when he lies down. The pain occurs whether stimulation is on or off. The patient will schedule an appointment to meet with his doctor on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.